Event description:
A (B)(6) male patient called zoll customer support to report that the cables on his electrode belt were damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been confirmed. The reported problem (damaged cables) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.